Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. It was also reported that the customer had a cartridge alarm (cartridge alarm 1) when changing their cartridge, then the pump requested a minimum fill of 50 units after filling the cartridge with 200 units of insulin. Reportedly, the cartridge was cracked. The customer reported a blood glucose level of 82 (mg/dl). The customer loaded a new cartridge, received a correct fill estimate and resumed insulin.